Event description:
Doctor was performing a posterior composite procedure with the patient under local anesthesia when the patient complained of the device being hot. At this time, the doctor observed blistering to the left dorsal of the patients tongue and left cheek. The doctor had no indication the handpiece had overheated prior to the patient complaint. The injuries were treated at the time of the injury with a cool rinse and topical application of rx lidocaine ointment. The patient has had a follow-up since the date of the injury and is reported to be healing normally with no complications.

Event description:
Doctor reported that patient received a burn injury from device overheating. No further information has been provided after multiple attempts for contact. A follow-up report will be made as soon as more information becomes available.